Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that as-ifs1, airseal ifs, 120v, was being used on an unknown date during an unknown procedure when it was reported ¿it was reported that the patient developed subcutaneous emphysema.¿. The procedure was completed and there was no report of medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported injury due to the patient obtaining subcutaneous emphysema.

Event description:
Conmed japan reported on behalf of the customer that as-ifs1, airseal ifs, 120v, was being used on an unknown date during an unknown procedure when it was reported ¿it was reported that the patient developed subcutaneous emphysema.¿. The procedure was completed and there was no report of medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported injury due to the patient obtaining subcutaneous emphysema.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 115 complaints, regarding 115 devices, for this device family and failure mode. During this same time frame 1,658,766 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00007. Per the instructions for use, the user is advised that incorrect placement of a cannula or a trocar into subcutaneous tissue may lead to emphysema. To reduce the risk, use a low gas flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Long surgeries (> 200 min.), the use of many access points, duration and size of leaks at these points may also contribute to emphysema. Be sure to close leakages in trocar access points immediately. We will continue to monitor per regulatory requirements to help ensure patient safety.